Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Jabbed in the lips [lip injury]. Heads come off of toothbrush - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush heads came off of the oral-b toothbrush and jabbed them in the lips. No serious injury was reported. 16-jan-2025 follow up via pictures: the suspect product was oral-b power oral care refills crossaction eb50. No serious injury was reported.